Event description:
It was reported that cage has fallen apart. Revision surgery was required.

Manufacturer narrative:
Method: labelling review, risk assessment result: the customer reported event cannot be confirmed because there was no product return and no additional information was received about the event. No lot # was provided, so a manufacturing record review could not be performed. Conclusion; the root cause for the reported event cannot be established based on the information provided. If additional information is received, additional supplemental report will be sent.

Event description:
It was reported that cage has fallen apart. Revision surgery was required.